Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request field service. Information has been requested about the event however, at the time of this report no additional information has been received. Device manufacture date - 2/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Surgeon reported that he had a compromised posterior capsular bag after catalys use. No additional information provided.